Manufacturer narrative:
Block h6: medical device problem code a0501 captures the reportable event of fiber tip detached. Block h10: product investigation results: the returned flexiva 200 tractip laser fiber was analyzed and a visual evaluation noted that the device was returned in one piece. The fiber measures 314.4 cm from the distal tip to proximal end of the sma connector. The exposed glass tip was intact, with no damages, and measured 4 mm. A functional evaluation found that light from the sma connector was bright and round, indicating no fractures within the connector. The reported event of missing ball-tip was not confirmed. The flexiva tractip was received in-tact with no damages. The ball-tip was observed to be in good condition. Based on all available information, the most probable cause assigned is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a flexiva 200 tractip laser fiber was opened for use during a procedure to treat stones performed on (B)(6) 2021. During preparation, the balltip of the laser fiber was noted to be missing after opening the package. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The flexiva tractip laser fiber has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexiva 200 tractip laser fiber was opened for use during a procedure performed on (B)(6) 2021. During preparation, the balltip of the laser fiber was noted to be missing after opening the package. The procedure was completed with a different device. There were no patient complications reported as a result of this event.